Event description:
It was reported that the patient was having high impedance on port b, contact one. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.